Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received blank display and stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the button was not pressed for 3 minutes or longer. Customer also confirmed that the pump was not exposed to change in altitude. Customer will discontinue to use the device. The pump will return for analysis.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer complained on september 19, 2022 the buttons are not functioning properly, blank display, and is experiencing high blood glucose. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due hardware low level failure and 38 occurring during testing. Device passed sleep current test and active current test. All buttons function properly. Device successfully downloaded to thus. Verified the device alarmed hardware low level failure variable 3 during testing in device downloaded history on november 23, 2022 at time 21:24:58.000 due to ambient light failure. Traces of on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. In further full review found device error 38 during testing in the device history on november 29, 2022 at time 16:07:53.000. The p-cap/reservoir does lock properly. Device passed the keypad voltage test, however, the connector on electrical board 1 had moisture damage during visual inspection. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label fading, scratched case, and pillowing keypad overlay. Intermittent response from all buttons not confirmed, however moisture damage found on connector in electrical board 1. Moisture damage found on electrical board 1, electrical board 2, force sensor, and motor. Hardware low level failure and device error 38 confirmed during testing. Blank display not confirmed. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.